Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation, internal threads have been identified to be damaged. However, no damage that would cause or contribute to a sinus perforation was identified. Measurements match drawing. DHR review was completed for the subject lot number 2120003988. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120003988, for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared and torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The internal threads have been identified as damage. The reported event was non-verifiable for perforated sinus as no findings that would cause or contribute to a sinus perforation, however is confirmed for damaged threads. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor was unable to seat the encode or impression coping due to damage on the internal threads of the implant at tooth location #3. Sinus perforation was also reported. With no impression, the doctor was not able to restore the implant. Therefore, the doctor numbed the patient and surgically removed the implant. Symptoms as a result of the event: pain.